Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the device powered up normally. Additional analysis was performed. Heat was applied to the die stack area of the main board, the error occurred. When the board cooled off the error went away. A new method was used called dye and pry. Uv dye was injected under the die stack and allowed to dry then the part was physically removed from the circuit board (cold). The solder was inspected on the main board and the die stack. The die stack appeared to have a solder issue that would cause an intermittent connection. The error log was also reviewed. The errors observed in the log were similar errors relating to timeout waiting for event latch write by die stack. Conclusion: the reported event was confirmed, the die stack was intermittent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported error code; main printed circuit board assembly found out of electrical specification. (B)(4)

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for repair. There was no patient involvement.